Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is d02 - traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device air/water channel contained white residue. There was no patient involvement.